Event description:
Downstream pressure sensor device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no issue linked to the reported issue was found. The device was received for evaluation. Nothing related to the event could be found in the log. Nothing was noticed during both external and internal check. All the functional tests carried out performed successfully (even with different IV sets). No technical cause could be identified for this event as the device worked as intended during testing. Software update was carried out but this was not linked to the event.

Event description:
Downstream pressure sensor.